Event description:
High impedance was observed for the patient during a periodic programming history review. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.